Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported mobile system blood glucose results of 322 mg/dl and 152 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return.